Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ catheter broke during use. The following information was provided by the initial reporter: when wanting to perform the endoscopy and try to proceed to pass the catheter, it was in poor condition, it breaks.

Event description:
It was reported that bd insyte¿ catheter broke during use. The following information was provided by the initial reporter: when wanting to perform the endoscopy and try to proceed to pass the catheter, it was in poor condition, it breaks.

Manufacturer narrative:
DHR was reviewed. This lot was reviewed regarding the tests of ¿damaged component¿ and were not evidenced records that could lead to claimed defect. According to the analysis of the photo, the defect reported by the client was not observed, for a more detailed analysis it would be necessary the presence of the sample.